Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. Based on the results of the investigation, it is likely that the following led to the malfunctions: the most probable cause of the identified failures is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A definitive root cause however cannot be identified a device history review (DHR) was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): maintenance: this product, endoscopes, and endoscope-related equipment are prone to failure as the cumulative number of cases used increases or as the period of use lengthens. In addition to the inspection before each examination, the person in charge of maintenance and management of medical equipment at each facility should periodically inspect the inspection items described in this instruction manual. Do not use the product if any abnormality is suspected. If an abnormality is suspected, inspect the equipment according to "5.2 identifying and correcting abnormalities". If the abnormality persists, be sure to repair the product before use. Phenomenon 2ifu applicable area. Precautions for cases where the endoscope image disappears unexpectedly or the freeze cannot be released the following precautions must be strictly observed. Endoscopic images may disappear unexpectedly or freeze cannot be released during the examination, which may result in failure to obtain normal images. Do not reprocess or store this product with tweezers, forceps, scalpels, etc. There is a risk of puncturing the camera cable and damaging the electrical circuitry inside the product due to water leakage. When the camera cable is curled up, do not pull it forcibly, but straighten it gradually. There is a possibility that the camera cable will break. Do not apply excessive bending, pulling, twisting, crushing, or other force to the camera cable. Doing so may cause the camera cable to break. When wiping the outer surface of the camera cable, do not squeeze the camera cable strongly. Doing so may cause the camera cable to break. Hold the camera head, not the camera cable, while operating the endoscope. There is a possibility that the camera cable may break. Do not use a pair or other means to secure the camera cable. There is a possibility that the camera cable may break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject camera head device exhibited flooding of the cable. There were no reports of patient involvement.